Event description:
It was reported that during a percutaneous coronary intervention procedure (pci), a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous left anterior descending artery (lad). The 12mm x 2.75mm nc quantum apex balloon catheter was advanced into the patient and resistance was encountered which advancing to the lesion ; however, the device was able to cross the lesion. During the first inflation, the balloon ruptured at 12atms. The device was removed and the procedure was completed with different device. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).